Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. ]product catalog number unknown, product unspecified. Concomitant medical products: american medical systems apogee (B)(6) 2006, ams mini arc sling and ams elevate (B)(6) 2008, ethicon tvt (B)(6) 2012. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an american medical systems (ams) apogee on (B)(6) 2006 at (B)(6). Secondly, the patient was reportedly implanted with an ams mini arc and ams elevate on (B)(6) 2008 at (B)(6). Additionally, the patient was reportedly implanted with an ethicon tvt on (B)(6) 2012 at (B)(6). Finally, the patient was reportedly implanted with a cook stratasis on (B)(6) 2014 at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.